Event description:
The user reported that during an angiographic procedure, the female luer of the manifold in the kit cracked while connected to a syringe. Air bubbles were seen in the system when aspirating contrast. No harm or injury was reported.

Manufacturer narrative:
Device eval. The suspected device has not been returned for eval. A review of the device history record did not reveal any exception documents. A f/u report will be submitted when the eval has been completed.